Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 127 mg/dl, compared with the sensor glucose reading of 58 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer did not exhibit any symptoms of low blood glucose. She stated that the insulin pump had also alarmed calibration error the other day. She advised that her blood glucose levels were stable when the insulin pump suspended insulin delivery. She was advised to call if the issue recurred in order to properly troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.